Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menorrhagia") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy with essure removal). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2014, 7 years 2 months after insertion of essure (ess205), the patient experienced procedural pain ("painful postoperative recovery"). At the time of the report, the pelvic pain, abdominal pain lower, fatigue, nausea, dysmenorrhoea, menorrhagia, migraine and procedural pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and procedural pain to be related to essure (ess205). The reporter commented: following the implant patient experienced the reported symptoms. Since having the essure removal surgery/total hysterectomy symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in (B)(6) 2007, depression and miscarriage in 2003. Concurrent conditions included allergic rhinitis, conjunctivitis, dehydration, tachycardia, viral gastroenteritis, vomiting, diarrhea, hypokalemia, gastroesophageal reflux disease, eustachian tube dysfunction, sinusitis, dizziness, hepatic cyst, anemia and insomnia. Concomitant products included ciprofloxacin betain (cipro) for bacterial vaginosis and uti as well as cilest (tri-sprintec), clonazepam, codiphen (fiorinal codeina), fexofenadine (allegra), fluoxetine, fluticasone propionate (flonase), nortriptyline, oral contraceptive nos, rizatriptan (maxalt), sumatriptan (imitrex), venlafaxine (effexor) and zolpidem tartrate (ambien). On 11-jun-2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / major migraines") and headache ("acute cephalgia / headaches"). In january 2008, the patient experienced depression ("depression/recurrent moderate depression"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced nausea ("nausea"), muscle tightness ("muscle tension") and neuralgia ("right neuropathic pain"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary tract disorder") and urinary tract infection ("uti"). On (B)(6) 2014, 7 years 2 months after insertion of essure (ess205), the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramps"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain"), weight decreased ("weight loss"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdominal pain"), influenza like illness ("flu like all over body ache") and impaired work ability ("inability to work"). The patient was treated with valproate semisodium (depakote), midrid (midrin), ondansetron (zofran), diazepam, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), promethazine and surgery (hysterectomy with bilateral salpingectomy - oophorectomy (one side removal of ovary)). Essure (ess205) was removed on 4-sep-2014. At the time of the report, the pelvic pain, fatigue, nausea, menorrhagia, migraine, procedural pain and depression was resolving, the genital haemorrhage, bacterial vaginosis, urinary tract disorder, headache, muscle tightness, neuralgia, weight decreased, ovarian cyst, abdominal pain, urinary tract infection and impaired work ability outcome was unknown and the rectal haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and influenza like illness had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, impaired work ability, influenza like illness, menorrhagia, migraine, muscle tightness, nausea, neuralgia, ovarian cyst, pelvic pain, procedural pain, rectal haemorrhage, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the implant patient experienced the reported symptoms. Since having the essure removal surgery/total hysterectomy symptoms are mostly resolved. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - on 14-sep-2007: full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - bacterial vaginosis,migraine,headache,depression,menorrhagia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: per plaintiff fact sheet following events were added: uti (urinary tract infection) and inability to work were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and depression. Concurrent conditions included allergic rhinitis, conjunctivitis, dehydration, tachycardia, viral gastroenteritis, vomiting, diarrhea, hypokalemia, gastroesophageal reflux disease, eustachian tube dysfunction, sinusitis, dizziness, hepatic cyst, anemia and insomnia. Concomitant products included cilest (tri-sprintec), clonazepam, codiphen (fiorinal codeina), fexofenadine (allegra), fluoxetine, fluticasone propionate (flonase), nortriptyline, oral contraceptive nos, rizatriptan (maxalt), sumatriptan (imitrex), valproate semisodium (depakote), venlafaxine (effexor) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / major migraines") and depression ("depression"). In october 2008, the patient experienced neuralgia ("right neuropathic pain"). In december 2008, the patient experienced nausea ("nausea"), headache ("acute cephalgia / headaches") and muscle tightness ("muscle tension"). In 2009, the patient experienced menorrhagia ("abnormal menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In july 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2014, 7 years 2 months after insertion of essure (ess205), the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramps"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain"), weight decreased ("weight loss"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdominal pain") and influenza like illness ("flu like all over body ache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - and one ovary removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, nausea, menorrhagia, migraine, procedural pain and depression was resolving, the genital haemorrhage, bacterial vaginosis, urinary tract disorder, headache, muscle tightness, neuralgia, weight decreased, ovarian cyst and abdominal pain outcome was unknown and the rectal haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and influenza like illness had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, muscle tightness, nausea, neuralgia, ovarian cyst, pelvic pain, procedural pain, rectal haemorrhage, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the implant patient experienced the reported symptoms. Since having the essure removal surgery/total hysterectomy symptoms are mostly resolved. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. Hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - bacterial vaginosis,migraine,headache,depression,menorrhagia" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), bacterial vaginosis, urinary tract disorder, depression, acute cephalgia, muscle tension, right neuropathic pain, weight loss, right ovarian cyst,abnormal bleeding (general), abdominal pain, flu like all over body ache, rectal bleeding", reporter, concomittant condition and drug added from pfs. Concomittant condition added rom medical record. On (B)(6) 2018: reporter, concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 44-year-old female patient who had essure ((B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, depression and miscarriage in 2003. Concurrent conditions included allergic rhinitis, conjunctivitis, dehydration, tachycardia, viral gastroenteritis, vomiting, diarrhea, hypokalemia, gastroesophageal reflux disease, eustachian tube dysfunction, sinusitis, dizziness, hepatic cyst, anemia and insomnia. Concomitant products included cilest (tri-sprintec), clonazepam, codiphen (fiorinal codeina), fexofenadine (allegra), fluoxetine, fluticasone propionate (flonase), midrid (midrin), nortriptyline, oral contraceptive nos, rizatriptan (maxalt), sumatriptan (imitrex), valproate semisodium (depakote), venlafaxine (effexor) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure ((B)(4)) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / major migraines") and depression ("depression"). In october 2008, the patient experienced neuralgia ("right neuropathic pain"). In (B)(6) 2008, the patient experienced nausea ("nausea"), headache ("acute cephalgia / headaches") and muscle tightness ("muscle tension"). In 2009, the patient experienced menorrhagia ("abnormal menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract disorder ("urinary tract disorder"). On 4-sep-2014, 7 years 2 months after insertion of essure ((B)(4)), the patient experienced procedural pain ("painful postoperative recovery"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ cramps"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain"), weight decreased ("weight loss"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdominal pain") and influenza like illness ("flu like all over body ache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - and one ovary removed). Essure ((B)(4)) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, nausea, menorrhagia, migraine, procedural pain and depression was resolving, the genital haemorrhage, bacterial vaginosis, urinary tract disorder, headache, muscle tightness, neuralgia, weight decreased, ovarian cyst and abdominal pain outcome was unknown and the rectal haemorrhage, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and influenza like illness had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, muscle tightness, nausea, neuralgia, ovarian cyst, pelvic pain, procedural pain, rectal haemorrhage, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: following the implant patient experienced the reported symptoms. Since having the essure removal surgery/total hysterectomy symptoms are mostly resolved. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.43 kgs. Hysterosalpingogram - on (B)(6) -2007: full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - bacterial vaginosis,migraine,headache,depression,menorrhagia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.